Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #309646. Batch #4339779. It was reported that the bd syringe 5ml ll sp125 had visible droplets. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. I want to run something by you. One of our nurses asked me this question: ¿5 and 10 ml syringes- are they always lubricated or a little wet on the inside when you first open them up around the neck (where meds come out) and the black part on the stopper that you push?¿ I didn¿t want to make any assumptions that the syringes are purposely lubricated to allow the plunger to move smoothly, because with my luck, I assumed wrong and there is actually condensation within the sterile packaging. So, I wanted to reach out to the experts for insight and clarification. She did also provide me with the products¿ information: ref (B)(4); lot 4339779.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note it is possible the fm/¿sticky gel substance¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.